Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported when the ventilator was switched on, the piston moved to the far right and when the system was pressurized, the piston went to the center. The customer performed the piston centering calibration and after running the unit for an hour, the piston drifted to the left. The customer performed the piston centering calibration again and the result was the same. The customer ran the unit for five hours and the piston drifted off the display. After 8 hours of operation, the unit shut off. The customer reseated the driver optical sensor and replaced the driver and the issue was not resolved. The customer changed the driver displacement indicator (ddi) board and the unit was able to maintain the piston in the center on start up, but drifted as the unit was operating. The customer performed the driver controller calibrations, the positive side of the 10 volt peak to peak signal was drifting. The customer replaced the driver controller board and the issue was resolved.